Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old african american female patient underwent a primary breast augmentation with an unspecified mentor saline breast implant and experienced postoperative left-sided chest injury and deflation. The patient stated that her left breast doesn¿t appear the same as her right breast after the automobile accident she was involved in. The patient had a consultation with a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date. However, the patient is planning to undergo bilateral removal and replacement with unspecified breast implants sometime in the future. The date of implantation was estimated as (B)(6) 1998 based on available information.

Manufacturer narrative:
On 21-oct-2020, it was found that b.1. Is product problem was mistakenly selected, and incorrect device code was reported on the initial report. The patient did not experience deflation. The patient reported only asymmetry of her breasts after the automobile accident and did not report left-sided deflation. The relevant field has been updated. Manufacturer's reference number: (B)(4).